Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. The reported clip caught in anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and clip caught in anatomy were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and an anterior prolapse. One clip was inserted and successfully implanted. To further reduce mr, a second xtw clip was inserted and advanced under the mitral valve. However, the clip became caught in the center of the valve and after troubleshooting was performed, it was able to be removed. It was noted the anterior gripper would not lower when grasping, therefore, the clip was removed from the anatomy and replaced. A new clip was implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.